Event description:
During a hysteroscopic resection of myomas in the uterus, the tip of the roller electrode fell off into the uterus. The procedure was discontinued and an x-ray was ordered when it was noted that the piece of the electrode was missing. Once the x-ray confirmed that the electrode was in the uterus, the pt was brought from recovery to the operating room for a laparoscopy procedure for removal of the roller electrode. The electrode was successfully removed, there was no injury and the pt was discharged. As a result of the incident, the surgeon reported that the pt may have to return for an additional procedure even though many of the myomas have been successfully removed.